Event description:
It was reported to philips that the x-ray image did not appear on the flexvision monitor. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the video splitters and the receivers/transmitters. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred at the start of the planned non-emergency treatment, and it was completed as planned as it was necessary to use x-ray. A philips remote service engineer (rse) examined the system remotely and confirmed that the x-ray image did not appear on the flexvision monitor. During troubleshooting, the rse found that the splitters of the live and reference monitors, the receivers and transmitters were failed. Review of the system log file showed flexvision issues. The philips field service engineer (fse) visited onsite and confirmed the reported issue. Upon further troubleshooting, the fse found that the issue was due to the faulty dvi splitter as there was no video output to monitors. The fse replaced the defective video splitter dvi, single link dvi ext. Transm. Str_pc, single link dvi ext rec str 1pc es: xx and emc cushions. After that, the system returned to use in good working order. The codes were updated based on the investigation outcome.